Event description:
The customer states that one patient sample generated a false positive axsym rubella igm assay result. The same sample tested negative for rubella igm with a non-abbott product and on the abbott architect platform. No suspect results have been reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.